Event description:
A medtronic rep reported that the site's vertek arm has difficulty both locking and unlocking. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued. Replacement vertek arm shipped (B)(4) 2012. Suspect part has not been returned to manufacturer for evaluation at the time of this report.